Event description:
Customer reported that she had high blood glucose and her insulin pump keypad is damage. Customer stated that she was trying to prime, but her insulin pump buttons are not responding. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The device was received without the belt clip. The device had broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, and minor scratched lcd window.